Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when they changed the reservoir and during the priming process. This is the second time that the insulin pump has had the no delivery alarm. It was stated that last time the insulin pump fixed itself. The blood glucose reading was 11 mmol/l. Troubleshooting was conducted for the alarm, but not completed. The plunger and infusion set were changed, but insulin did not exit. The no delivery alarm was not resolved.